Event description:
The customer contacted physio control to report that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Section g4 of supplemental medwatch 001 report 0003015876-2020-00614 indicates: (B)(6) 2019. Section g4 of supplemental medwatch 001 report 0003015876-2020-00614 should indicate: (B)(6)2020.

Manufacturer narrative:
Section h10/11 of initial medwatch report 0003015876-2020-00614 indicates: physio control evaluated customer's device and verified the reported issue. Section h10/11 of initial medwatch report 0003015876-2020-00614 should indicate: physio control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue.

Event description:
The customer contacted physio control to report that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio control to report that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control further evaluated a device and replaced system and ui pcb assembly as a precaution measures. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.replaced system and ui pcb assembly were further evaluated. Physio control verified that the capacitor c181 on the ui pcb assembly is damaged, resulting in a short circuit that causes the device to boot into a solid white screen.

Manufacturer narrative:
Physio control evaluated customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.